Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during the implant, the physician noticed the wrench kept spinning even after the setscrew of the implantable pulse generator (ipg) device was fully tightened down. A tug test was performed and the lead did not pull out of the header. Measurements were also great. The device remains in use. No patient complications have been reported as a result of this event.